Event description:
Surgeon was using bioraptor 2.3 pk suture anchor and anchor pulled out of the bone when the surgeon was tying the knot. Additional information confirmed patient's bone was good and additional anchors were not place in the same location.

Manufacturer narrative:
Only the anchor was returned for evaluation. Dimensional inspection of the anchor confirmed it met print specification. Due to this observation no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).